Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60 year-old female with a medical history of hypertension, end-stage renal disease on peritoneal dialysis, scleroderma, and tobacco use who presented with a st-segment elevation myocardial infarction complicated by cardiogenic shock. Patient was found to be in ventricular tachycardia and underwent three defibrillation attempts. Return of spontaneous circulation was achieved after an unknown duration of cardiopulmonary resuscitation. Coronary angiography demonstrated one hundred percent occlusion of the left anterior descending artery, which was subsequently stented. Due to profound cardiogenic shock, the clinical team elected to implant an impella cp heart pump, and the patient was transferred to the intensive care unit. Overnight, the patient vomited blood and required a blood transfusion. The transfusion and blood loss want not reported to be due to the use of the impella, though anticoagulation necessary for the pump placement and support can contribute to bleeding. The following day, when sedation was reduced, the patient began experiencing seizures and was determined to have severe cerebral edema. The family was present at the bedside and elected to withdraw life-sustaining care. While impella cp is conservatively coded for the complications, they are more likely related to the patient¿s underlying medical conditions and the preadmission arrest. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. The patient subsequently expired.